Event description:
It was reported that the keyboard on the 9800 system intermittently locks up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel processor board was replaced as a precaution during the service call. The system was tested and found to be working as intended and put back into service.